Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen while remaining operational and in active use, with the user reporting no impact to blood glucose levels. Symptoms included no adverse clinical effects. Outcomes included no change to therapy and no need for medical intervention. Investigation included review of device function through user report and replacement logistics, along with data synchronization guidance. Investigation of this device revealed physical damage to the display component without functional impairment of insulin or glucagon delivery or system control. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.